Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 220648471 was returned and analyzed. Visual inspection showed the in traducer was stuck in the loop segment. The loop was deformed and bent, and the pebax tubing and introducer were both kinked. In conclusion, the mapping catheter failed the returned product inspection due to loop damage. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.